Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. The sensor passed all testing.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported the microsensor could not be detected by the icp monitor during pre-testing. The procedure was completed with a replacement product. There was a 20 minute delay and no adverse consequences to the patient.